Event description:
It was reported that the device could not be interrogated. It was noted that the patient had radiation therapy.

Manufacturer narrative:
The field experience of unable to interrogate the device was verified in the laboratory. A register in the device had a parity error. Due to the parity error, the device would reset during the interrogation. This caused the interrogation to be incomplete, which led to the field experience of unable to interrogate the device. The parity error was probably induced during the radiation therapy mentioned in the event description. The device was tested on the automated test system, and it passed all tests.